Event description:
The user facility reported that procedure performed was a genicular embolization. The blood loss was reported. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 09 feb 2024: the physician stated that the device cap and sheath were difficult to push together; however, the device caps were easily separated. Therefore, the physician confirmed with ultrasound that the anchor did not come out the end of the sheath. The sheath and device were removed, and manual pressure was applied. There was no blood and no complications from the device issue. The procedure sheath size was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion of the sheath. The patient was stable. No equipment or other devices were used with the involved angio-seal. There was no difficulty inserting the locator into the hub. There was audible click on mating and tactile feedback after mating, therefore, there were no issues with mating. The locator did not separate after mating with the hub. The locator was not too loose to stay in place. The separation did not occur when the device was in the patient.

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath and locator connection issue because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).